Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hypoglycemia after refraining from meal announcements per healthcare provider guidance, which led to elevated glucose followed by aggressive automated correction and subsequent low glucose despite no active insulin on board later in the event; the patient temporarily disconnected from the device while treating the low and received troubleshooting and education on gradual carbohydrate treatment using oral glucose. Symptoms included low blood glucose to 40 mg/dl without loss of consciousness or need for assistance. Outcomes included device low and urgent low alerts and self-management without professional intervention. Investigation included complaint review, device use history review, and user-reported data assessment. Investigation of this case revealed user-driven operating conditions related to missed meal announcements and corrective dosing dynamics consistent with system function. It was concluded that the device performed as designed and that the event was attributable to use conditions with no device malfunction identified.